Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective pneumatic block. The pneumatic block was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault alarms. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrences of system faults 74, 195, 196 and 218. Performance testing revealed that the device failed to completed its internal self-test. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported system faults were most likely due to a software issue. The device failure to complete its internal self-test was due to a defective pneumatic block. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).